Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that there was a communication error during stage 1, the patient kept losing connection to their external battery and therapy was interrupted. A manufacturer representative (rep) met with the patient yesterday to troubleshoot, but could not reconnect the initial ens to the programmer after multiple attempts. The rep changed out the initial ens for a new one and switched programmers also. The ens was able to reconnect. The patient then contacted the rep last night saying connection was lost after just replacing it that afternoon. The rep not sure if this is an ens issue or a percutaneous extension issue with a short somewhere with the connections. Communication messages that are appearing are¿. ¿serial #(B)(4) devices not setup properly for patient use. Contact clinician.¿ ¿serial#(B)(4) cable is not attached. Connect cable to external device.¿ ¿unable to communicate with device. Communication lost. Ensure ens is within range and batteries are in place. Press button on external device if you are still not connectin g to device.¿ all 3 of these error messages showed up with initial ens and programmer and after ens and programmer were replaced. Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens). It was reported that the patient said they were having some problems with the device and they reached out to their sales representative and was told there was something wrong with the lead and to stop tracking on their diary since sunday. No data was collected. Additional information was received from the rep. They stated the cause of the lost connection was unknown. They stated they think it is a faulty ens or percutaneous extension which is 3560022 serial #(B)(4) and ens 353101 serial #(B)(4). They stated the issue had not been resolved. The newly connected ens and new programmer is still displaying therapy disconnection since wednesday 5/4 after non functioning product removed. The patient re-connects their therapy multiple times per day so it runs. The cause of the error messages was not determined, and it was unknown what was causing the errors. They stated the physician would not be able to assist troubleshooting with this. They are calling the patient daily and they are still getting the same error messages before and after new ens and programmer changed out. The patient is pressing the black button on the ens to reconnect multiple times per day. The physician cannot assist with troubleshooting, it¿s a field issue. Additional information was received from the rep. They stated they are not aware of anything being wrong with the lead. It is either the ens or the extension piece that is not connecting properly. They stated it is very unlikely it is the lead, the lead was working fine. They believe it is an issue with the ens or percutaneous extension causing a connection error per the programmer messages, not a lead issue. They don¿t think the patient knows what the problem is, but it¿s not the lead. They stated the patient is going for implant today and they will send the ens and percutaneous extension back for evaluation. They have changed out the programmer and ens a couple of times with no success of connection. They stated the issue had not been resolved, but no further action will be taken. Additional information was received from the rep. They stated the percutaneous extension and ens are being sent back for evaluation today. Patient had their implant done last night and no issues were noticed or reported when completing the surgery. Patient was implanted without complication. Additional information was received from the healthcare provider (hcp). It was reported that the ens and programmer were losing connection and therapy ended. The patient had to keep manually turning back on but was still disconnected. The hcp changed out ens and programmer and it worked for a couple of days but then it lost connection again.

Manufacturer narrative:
Continuation of concomitant medical products: product type extension product ID 978b1, product type: lead. Other relevant device(s) are: product ID: 3560022, serial/lot #: unknown/va2hjk5, ubd: 28-oct-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3560022, lot# va2hjk5, product type: extension, product ID: 978b1, serial# unknown, product type: lead. H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The extension was returned segmented; there was no impact to electrical functionality. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.